Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified de novo mid right coronary artery. An unspecified guide wire crossed the lesion and pre-dilatation was done with an unspecified semi-compliant balloon catheter. Then, a 3.5 x 18 mm xience xpedition stent was implanted, and a distal edge dissection occurred afterwards. The dissection was treated with another unspecified xience xpedition stent to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.